Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a free flap breast reconstruction procedure, the clips fixated onto the vessel and scissoring and cutting occurred on the vessels at the same time they were being applied. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of three devices.